Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor would start giving inaccurate readings after the fourth day of use. The customer stated that the sensor would read low and the insulin pump would got into threshold suspend but her blood glucose was not low. Customer stated that one time her blood glucose was 129 mg/dl and sensor was reading 54 mg/dl. Customer was advised about insertion recommendations and how pressure at site affects the readings. Customer was advised to call back if issue recurs.